Event description:
It was reported that during the implant procedure, there was high threshold with no capture noted. The lead was repositioned; however, with unsatisfactory results. Subsequently, the lead was removed when at this time a foreign material was noted at the screw. The lead was cleaned and attempts were made again to implant; however, the measurements were still unsatisfactory and in addition, the screw moved very slowly. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) full lead the helix/lobe was distorted/bent.